Manufacturer narrative:
As reported, the mynxgrip vascular closure device (vcd) did not deploy properly and was unable to be used. No patient injury was reported. The device was stored in a temperature and humidity controlled storage in the cath lab for less than 2 months and it was sealed. The product was inspected and prepped according to the instructions for use (IFU). The mynx vcd was used for a peripheral interventional procedure and a retrograde approach was made. The vessel type was arterial. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity and there was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged. Manual compression was provided for less than thirty minutes to achieve hemostasis. The device was not returned for analysis. The product history record (phr) review of lot f1721306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle even though the customer reported that the shuttle down step was completed with the advancer tube engaged. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A device history record (DHR) review of lot f1721306 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, the mynxgrip vascular closure device (vcd) did not deploy properly and was unable to be used. No patient injury was reported. The device was stored in a temperature and humidity controlled storage in the cath lab for less than 2 months and it was sealed. The product was inspected and prepped according to the instructions for use (IFU). The mynx vcd was used for a peripheral interventional procedure and a retrograde approach was made. The vessel type was arterial. The deployer¿s mynx training status was certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and there was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged. Manual compression was provided for less than thirty minutes to achieve hemostasis. The device will be returned for evaluation.